Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller alleged that this issue occurs with every 2-3 cannula's, from two boxes of infusion sets, from the same lot. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.